Event description:
The pt was admitted to hosp in 1997 after falling and sustaining a left ankle fracture. Pt was taken to the o.r that same day for open reduction internal fixation and was discharged without incident in 1997. The pt presented to ER in 1997 with increased left ankle pain. Examination reported an increase in temperature of the left lower extremity from the calf down, increased swelling and oozing between the toes. The ER physician's impression was noted as possible postoperative cellulitis. Pt was treated with ancef and admitted.